Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) and system error 322 (link switch error (low)) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue could not be reproduced. The upstream and downstream thermistor calibration readings were found to be within specification. A review of the event history log revealed two system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The ultrasonic sensor will be replaced per service procedure. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. Evaluation observed two link screws to be out of specification. A review of the event history log revealed one system error 322 message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The link screws were determined to be the cause of the condition. The link screws and link switch will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.